Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient called stating that the renasys go device was alarming for a blockage. Patient reports that he has already attempted to power the device down and re-start but device alarmed again for blockage. Discussed troubleshooting methods with patient and asked him to power device down and re-start. Patient says that device is currently plugged in and charging. Advised patient to inspect tubing for any kinks or other areas of abnormality. Advised patient to also inspect o-ring for any signs of wear and tear or cracking. Patient states that o-ring appears intact. Patient also states that he just changed out canister as well. He has been going to the wound clinic twice weekly for dressing changes and states that the wound clinic had also changed the canister one day ago. After extended troubleshooting, device started to beep again for blockage. Product complaint submitted, no further information available. No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes may include kinks, leaks or blockages. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.